Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an increased intra-peritoneal volume (iipv) event during dwell of peritoneal dialysis therapy. The hp stated that they were having difficulty breathing and needed to drain out. It was determined that the patient's largest prescribed fill volume was 2500ml and the manual drain volume was 4312ml. The technical service representative advised the hp to end therapy and start over with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of this issue was determined to be was false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.